Manufacturer narrative:
Section d4: model number was stated as tecnis zct. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Based on the limited information provided, it is not possible to determine an indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Literature title: relation between change of effective lens position and toric iol rotation after toric iol implantation. A retrospective chart review was done to evaluate the relationship between change of effective lens position (elp) and toric intraocular lens (tiol) rotation in patients with increasing postoperative refractive astigmatism after successful toric iol implantation. A total of 61 people (n=61 eyes) astigmatic patients had cataract surgery with implantation of a tiol (tecnis zct, abbott medical optics, santa ana, ca). Both devices were mentioned as used in the study with no further details. Postoperative refractive astigmatism increased significantly at month 3 (0.81±0.50 d) compared with week 1(0.41±0.38 d). The iol axis rotated 2.91±1.44 degrees from week 1 to month 3. There were no further interventions reported.